Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion and an infection in the left side of penis towards the distal end. It was also noted that the cylinder was starting to protrude out on side of his penis due to very lateral positioning. The physician used a corporal patch to fix the affected corpora and flushed the infected area. The ipp was explanted and replaced. There was no additional information reported.